Event description:
The patient reported two shocking sensations during an MRI of their lumbar spine. After the first shocking sensation at the beginning of the procedure, the MRI technician paused the procedure for about 15 minutes and continued the MRI. After continuing with the MRI, the patient received a second shock and the procedure was aborted. As of (B)(6) 2026, the patient has not felt any other sensations from the device. The patient is currently not wearing the device and wants the device explanted. No further information is available at this time.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. The transmitter assembly being in use during the MRI, the patient having contraindicating conditions, the patient having a non-curonix device implanted, the patient experiencing a bad fall or being injured in strenuous activities since the implant date and implanting the device off-label have been ruled out. The stimulator is used to treat pain. The cause of the shocking sensations during an MRI is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.